Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first three clip appliers the clips would not deploy. A fourth like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. D4: batch # 95t5n. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the jaws damaged and the top shroud broken. The device was disassembled in order to evaluate the condition of the internal components of the device. Upon disassembling, the latch post was found to be broken which suggest that a lockout premature occurred and leading the incident reported. In addition, 16 clips were found inside clip track. One possible cause for the damage found may be due to excessive force being applied to the device. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.